Manufacturer narrative:
Review of pump data upload was performed on 12/08/2016 by tandem technical support. Data logs reflected normal insulin delivery on (B)(6) 2016, with no alerts or alarms occurring. On (B)(6) 2016, the pump was put into storage mode by the customer. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 300 mg/dl. The customer delivered a manual injection to stabilize bg level. Tandem technical support was not contacted at the time of the reported issues, a system check was not performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.